Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a PICC was inserted at a facility on the 22nd august. Our team looked at it on 30th august at the staffs request and noticed that the measurement markings from 5cm to the insertion site were rubbed off. On investigation we simulated the cleaning of a PICC line with one of our education lines and noticed that when scrubbing the line with the chloraprep sponge, the markings faded. No other information was provided. This report addresses the PICC that was tested with chloraprep.